Event description:
It was reported that the patient's previous lead had been capped and replaced for unknown reasons. No further information is available. The lead was extracted three years after it was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.